Event description:
The customer reported that the 9800 system monitors were blank. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The high voltage cable was reseated and the camera was calibrated during the service call. The system was tested and found to be working as intended and put back into service.